Event description:
A malfunction alarm, identified as malf 0, was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl; therefore, no adverse impact to the blood glucose level was noted. Technical support assisted the caller in resetting the pump, and the malfunction code did not recur; the customer was advised to continue using the pump and to contact technical support if the issue recurs.